Event description:
Following a percutaneous procedure, a 6f angio-seal sts plus device was used to seal the arteriotomy site in the superficial femoral artery approximately 2 cm distal to the bifurcation of the superficial femoral and profunda femoris arties. Approximately 1-2 hours later the pt lost distal pulses; intravenous heparin was started. The pt underwent a surgical femoral popliteal bypass procedure later that day. The surgeon noted the angio-seal anchor and collagen were intact and no collagen was present in the artery prior to the explant. The surgeon does not allege the angio-seal device was the cause for the surgical procedure performed. It should be noted the size of the pt's artery was 4.2mm. The pt was reportedly recovering.